Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hyperglycemia while in the healthcare facility. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that during the night the controller switched to manual mode, followed by a significant rise in blood glucose levels, reaching up to 500 mg/dl. During the call, system alerts and notifications were reviewed, and an ¿automated delivery restriction¿ notification was identified. As blood glucose levels continued to increase and discomfort was reported, the patient was advised to remove the pod. The patient was evaluated by nursing staff at a healthcare facility during the call. Both the nurse and the patient indicated that sufficient information had been provided and that care would continue at the facility. Multiple good-faith attempts to contact the patient to obtain additional details regarding the medical event were unsuccessful. A supplemental report will be submitted if new information becomes available.